Manufacturer narrative:
The device was not available for evaluation as it was discarded by the hospital. An initial surgery was performed on (B)(6) 2023 with creo mis screws on levels l4-s1 using excelsiusgps robot, with 2 alif cages at levels l4l5 and l5s1. It was reported that the surgeon had used counter-torque and stabilizer cuffs during final tightening. The patient was reported to have a higher bmi. A revision surgery was conducted on (B)(6)2023 due to interbody implant subsidence at l5-s1 and the s1 creo mis tulip disassociating from the screw shank post operatively. The s1 tulip and screw was removed and replaced with a bigger screw with creo mis tulip. The construct was extended to s2 level using creo s2ai.it was confirmed that no issues were found with the head inserter. The reported screw head disassociation may occur due to excessive post-operative forces or forces related to the interbody implant subsidence, improper head insertion of the tulip to the screw shank, or excessive intra-operative forces. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was performed to remove a creo mis screw head that had separated from the shank post operatively. This event occurred in australia.